Manufacturer narrative:
The reported event of a dislodged leaflet was confirmed. One leaflet was dislodged from the orifice. No other damage was noted. Additionally, one photo from the field appeared to show an mechanical valve with a dislodged leaflet. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The root cause of the leaflet dislodgement could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 29mm sjm masters mechanical heart valve was selected for implant. After the valve was fixated in the mitral ring, the physician was applying a rotation with the valve onto the valve holder when a leaflet came out of its' housing. The physician secured the valve to the patient's mitral annulus with non-abbott cor-knots, however the valve had to be removed and a new 29mm sjm masters mechanical heart valve was successfully implanted. It was reported that the patient was not hemodynamically stable throughout the procedure. Additionally, the procedures was reported to have been delayed for approximately 30 minutes in extracorporeal circulation. No patient consequences were reported.